Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that they received motor error alarms. The customer's father stated that they had high blood glucose of 402 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose by bolus. The customer's father stated that the blood glucose went down to 364 mg/dl then went up to 442 mg/dl and treated with manual injection. Troubleshooting was done. The customer's father does not recall any significant events leading to the alarm. The customer's father stated that they were able to rewind the insulin pump. The customer's father was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. No motor error alarms were noted and the motor was tested outside the device and passed. The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, cracked battery tube threads, minor scratches on the lcd window and missing the end cap sticker.